Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recr2803 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recr2803) have been reported from the same facility.

Event description:
It was reported that two catheters were opened and the catheter was glued / melted / stuck and could not be removed from the packaging sterilely. This report addresses the first catheter.